Manufacturer narrative:
Reference MFR report # 2916596-2016-01125 for the initial report of the short-to-shield. (B)(4). Approximate age of device ¿ 1 year 10 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system produced the driveline fault alarm while the patient was at home. Reportedly, the pump was still running. The patient had a previously known short-to-shield driveline event, and was utilizing an ungrounded power module patient cable. The alarm was silenced. The patient was asymptomatic. It was reported that the driveline fault alarm occurred again. A representative of the manufacturer¿s technical services reviewed the submitted log file and confirmed the events on (B)(6) 2017. The submitted x-rays were found to be unremarkable. On (B)(6) 2017 technical services performed a driveline evaluation; the driveline passed phase interrupter testing. A distal end percutaneous lead (driveline) replacement was performed; replacing the maximum length of external driveline. Post-replacement, alarms were unable to be reproduced. Later that evening, pump stoppage events occurred while the system was support on a grounded power module patient cable. The system was connected to an ungrounded power module patient cable; however, a driveline fault alarm occurred. The fault alarms were confirmed during review log files. No further action could be taken as the maximum external length of the driveline had been replaced. It was reported that the lvad clinicians did not believe the patient would undergo a device exchange. No additional information was reported.

Manufacturer narrative:
Device evaluation: the report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log files. The log files captured numerous driveline fault alarms while the device was supported by both patient cable and batteries. The report of a pump stoppage when connected to a grounded patient cable was also confirmed based on the evaluation of the submitted system controller log file. Based on our complaint history and similarly reported events, the events captured in the log files could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events could not be conclusively determined. Approximately 19 inches of the external portion/distal end of the replaced driveline was returned for evaluation. An electrical continuity test of the returned distal end portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The distal end of driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support using the ungrounded patient cable and batteries. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient understood the risks associated with a known driveline fault, and was aware the alarms were likely related to an internal issue with the driveline. The patient accepted those risks, including pump stoppage and risk of death, and as of (B)(6)2017 declined surgical intervention. The patient was stable and living at home.

Manufacturer narrative:
The explanted pump was not returned for evaluation. The detail of the investigation findings is included medwatch MFR report #2916596-2017-01346 follow-up #1 and is also provided below for convenience in review. The report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log files. The log files captured numerous driveline fault alarms while the device was supported by both patient cable and batteries. The report of a pump stoppage when connected to a grounded patient cable was also confirmed based on the evaluation of the submitted system controller log file. Based on our complaint history and similarly reported events, the events captured in the log files could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events could not be conclusively determined. Approximately 19 inches of the external portion/distal end of the replaced driveline was returned for evaluation. An electrical continuity test of the returned distal end portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The distal end of driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6)2017 due to known driveline short to shield.